Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl indicating that charging light does not light, device cannot turn on. There was no patient involvement at the time the issue was discovered. Customer refused service from philips and found a third party to evaluate the device. There was no information regarding the root cause and resolution of the reported problem. However, customer confirmed that the device was able to work functionally after repair. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. Customer refused service from philips and asked third party for repair. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the charging light does not light; equipment cannot charge. No patient involvement reported at this time.